Manufacturer narrative:
The MFR is attempting to acquire the explanted device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported, the pt was admitted to the hospital with increased pump power consumption and increased flow. The pt expired while in the hospital. The pt's cause of death was not reported to the MFR. It was reported that upon autopsy, a clot was found in the inflow conduit.